Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implant date: (B)(6) 2017; a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over-sensing was noted on the right ventricular (rv) lead on electrograms. Dislodgement on the right atrial (ra) lead was also confirmed by x-ray. Both the rv and the ra lead were removed and replaced. No patient complications have been reported as a result of this event.